Event description:
The customer called to report that they were hospitalized with high blood glucoses. Troubleshooting was performed. The pump passed the functional testing. It was stated that the customer might have an infection and very high white cells per dr. Instructed the customer to change the tubing, site location, and the reservoir. Also the customer was instructed to follow dr's guideline for the proper amount to take for a manual injection to treat high blood glucoses.